Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: e2. Additional information: e1(event site telephone:(B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit will not turn on" and the "batteries are not charging". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the assy, fiber optic, rohs , - cable, fiber optic jumper , cbl assy, fo sensor extension in order to resolve the issue. After the replacement fse had performed the check out of the unit. The unit had passed all the functional and safety tests. The equipment works according to the manufacturer's specifications. There is no involvement of the patient during this incident.

Event description:
It was reported that, prior to use the cardiosave intra-aortic balloon pump (iabp) unit will not turn on and batteries will not charge. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not turn on and batteries will not charge. There was no patient involvement.